Manufacturer narrative:
Gender is unknown; date of birth is unknown. Date of event is estimated. Initial reporter is unknown.

Event description:
It was reported the patient has an infection at the ipg site. In turn, surgical intervention may occur to address the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000119834.

Event description:
Additional information received indicated patient's infection worsened and the lead was protruding from the skin (related manufacturer reference number: 3006705815-2022-15734). As a result, surgical intervention occurred wherein the scs system was explanted to address the issue. The investigation did not determine which lead was protruding from the skin.

Event description:
Additional information received indicated the patient was placed on oral antibiotics for the infection to address the issue. The infection has resolved.

Manufacturer narrative:
Correction: section a1-patient identifier-in the previous report it should have been "ts" instead of "tm". A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The patient was placed on oral antibiotics for the infection to address the issue. The infection has resolved. Later, the infection worsened and the lead was protruding from the skin. As a result, surgical intervention occurred wherein the scs system was explanted to address the issue. The investigation did not determine which lead was protruding from the skin.